Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) interlink system non-dehp y-type catheter extension sets were unable to connect to a non-dehp continu-flo solution set. It was further reported, when the distal end of the continu-flo solution set is connected to the interlink extension set¿s and the ¿luer is advanced, the luer does not feel secure and can spin back¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two (2) devices were received for evaluation. During visual examination, both devices were observed connected to a non-dehp continu-flo solution set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was completed, including pressure and clear passage under water testing, and the products performed according to product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.